Manufacturer narrative:
The customer¿s report of an over infusion of morphine was not confirmed in the device logs nor reproduced during testing. Review of the pcu event log showed that the pcu was powered on 22 july 2019 at 2:01 am; same patient and same profile (med surg tele) were selected. At 2:02 am, the suspect device (s/n (B)(4) was selected and programmed for a primary infusion of guardrail drug morphine (drugid= 219) at a rate of 4 ml/hr; vtbi= 85 ml). Between 5:29 am and 5:35 am, the suspect device (s/n (B)(4) was selected and the rate was changed three times. The last rate recorded in the event log was 6 ml/hr. At 7:18 am, when approximately 60 ml was expected to have been infused, the user selected the suspect device and changed the vtbi to 6 ml. Ten minutes later, the suspect device and pcu were channeled off. Testing was performed using the customer¿s returned pcu and source pump module. Results indicated that the system was delivering fluid within specification. The associated disposable tubing set was not provided for investigation. No abnormalities were observed during the inspection of the of the pumping mechanism assembly. The root cause could not be identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "at shift change rn observed morphine bag on comfort code patient was empty, upon discussing with outgoing rn from night shift caring for the patient, the last bag was hung at 0200 with 90ml in it at a rate of 4ml/hr rate change to 5ml/hr at 0507 and to 6ml/hr at 0522 there should have been 60ml left at 0700 at report time." An incomplete date of event of xx-jul-2019 was provided. It was later reported there was no patient harm per customer or leaks noted in the tubing during the event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Ht.5¿8¿. History: htn, pectus carinatum, afib, blind, prostate ca.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "at shift change rn observed morphine bag on comfort code patient was empty, upon discussing with outgoing rn from night shift caring for the patient, the last bag was hung at 0200 with 90ml in it at a rate of 4ml/hr rate change to 5ml/hr at 0507 and to 6ml/hr at 0522 there should have been 60ml left at 0700 at report time." An incomplete date of event of (B)(6) 2019 was provided. It was later reported there was no patient harm per customer or leaks noted in the tubing during the event.